Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test his ketones due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported that "beginning august", the customer experienced symptoms of vomiting, thirst, and instability and he self-treated with fast-acting insulin (dose unspecified). Customer was seen at a hospital where a reading of ">600 mg/dl" was obtained on the hospital device and he was diagnosed with diabetic ketoacidosis (dka). Customer further reported that while in the hospital he "resumed insulin", was injected with glucose "during 10 days", and received other unspecified medication and services. The duration of the hospitalization is unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. The reported complaint is isolated to the fs libre reader. No strip related investigation will be performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test his ketones due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported that "beginning (B)(6)", the customer experienced symptoms of vomiting, thirst, and instability and he self-treated with fast-acting insulin (dose unspecified). Customer was seen at a hospital where a reading of ">600 mg/dl" was obtained on the hospital device and he was diagnosed with diabetic ketoacidosis (dka). Customer further reported that while in the hospital he "resumed insulin", was injected with glucose "during 10 days", and received other unspecified medication and services. The duration of the hospitalization is unknown. There was no report of death or permanent injury associated with this event.